Event description:
The customer reported the sys would not transition between ap and lateral positions. Because of this, it was necessary to exchange the sys during a case.

Manufacturer narrative:
Ge service rep performed an on site investigation. A screw, which was replaced, had backed out not allowing carm positioning. The sys was tested and found to be working as intended, and put back into service.